Event description:
Customer reports a fiber leak at the onset of treatment on reuse number 2 noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. No patient injury or medical intervention reported.